Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an endoscopy about two weeks ago because of problems with swallowing and vomiting. The patient said they were put to sleep for the procedure, but since then the therapy hadn't worked. The patient was having a lot of problems making it to the bathroom without leaking. The patient had tried all kinds of levels. The patient mentioned there was a little bit of redness and irritation in the swab, but it was just from acid reflux and they stretched it out and that solved the problem. The patient was instructed how to check their settings. The patient was on program 1 at 0.4 ma. The patient increased the stimulation to 0.5 ma and confirmed it was comfortable. The patient would maintain stimulation level and will continue to track symptoms.

Event description:
Additional information was received from the patient. They patient called back because their therapy is not working. Patient said that they were put to sleep a month ago because their doctor stretched their esophagus because they had a problem swallowing food, and ever since then, the therapy has not worked. Patient said that they tried all of the programs available in their therapy and increased stimulation but they are still having leakage and used towels to catch the urine at night. Patient said that they contacted their doctor and their doctor said to contact the manufacturer. Redirected patient back to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.